Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Linearity test was performed, and results were within specification. Issue is not confirmed. An extended investigation has also been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified lower reading issue with the freestyle libre sensor, as compared to an adc meter result made with expired test strips. The customer became confused, disoriented, dizzy, and lost consciousness. Emergency services were called, a healthcare meter result of 46 mg/dl obtained, the customer diagnosed with hypoglycemia, and treated with a jelly sandwich and juice. As the customer did not provide sensor readings from time of event, it is unknown if the unspecified low scan reading was indicative of hypoglycemia at time of event. There was no report of death or permanent injury associated with this event.